Event description:
Pt was revised to address groin, buttock, and thigh pain. A recent CT scan showed cystic changes in the acetabulum suggestive of osteolysis and possible acetabular loosening. Pt also has findings suggestive of metalosis. It was also reported that the pt has significantly elevated serum cobalt and chrome levels. Intraoperatively, fibrous ingrowth of the cup was found, as well as probable high wear from metal-on-metal bearing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.